Manufacturer narrative:
The device was returned to olympus for inspection. In addition, during the investigation, olympus tested the device and provided the following result of the culture tests, performed at the third-party labs: sampling date: (B)(6) 2025 (before reprocessing). Sampling from: instrument/biopsy/suction channels. Cfu: 1 cfu. Bacterial identification: moraxella osloensis. Sampling date: (B)(6) 2025 (after reprocessing) sampling from: instrument/biopsy/suction channels. Cfu: 2 cfu. Bacterial identification: pseudomonas species. Sampling date: (B)(6) 2025 (after reprocessing). Sampling from: instrument/biopsy/suction channels. Cfu: 2 cfu. Bacterial identification: n/a. Based on the results of the investigation, and the information provided, the reported events do not appear to be related to contamination or infection of a patient, and no positive cultures were reported from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover (a-rubber) is detached; due to adhesive peeling on the (a-rubber), the connection between the bending section and connecting tube is detached; and due to deformation of the connector tube, connection between bending section and connecting tube is not secured. There was no report of patient involvement.